Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. The associated outflow graft was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed through log file analysis which revealed a slight decrease in power consumption and estimated flows on (B)(6) 2020 followed by an increase to baseline parameters on (B)(6) 2020 and one low flow alarm logged on (B)(6) 2020. Failure analysis of the returned vad revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Visual evidence provided by the site revealed an outflow graft occlusion. As a result, the reported outflow graft occlusion event was confirmed. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, thrombus and infection are known potential complications associated with the implantation of a vad. Based on the available information, a possible cause of the reported low flow event may be attributed, but not limited, to constriction of the outflow graft due to material between the outflow graft and the foreign graft placed during implant and/or thrombus within the outflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot #: 0001746688. H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 180. H6: FDA conclusion code(s): 19, 22. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction to b3. The following dates are not known but have been estimated: b3 with the year being valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: outflow graft serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (hw11070) was returned for evaluation. The associated outflow graft (lot no. 0001746688) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the pump's manufacturing records confirmed that the associated device met all requirements prior to release. The reported low flow event was confirmed through log file analysis which revealed a slight decrease in power consumption and estimated flows on 05/jun/2020 followed by an increase to baseline parameters on 06/jun/2020 and 1 low flow alarm logged on 06/jun/2020. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the rear housing disc curvature was found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Visual evidence provided by the site revealed an outflow graft occlusion. As a result, the reported outflow graft occlusion event was confirmed. Information received from the site indicated that a computerized tomography (CT) scan revealed a build up of material between the outflow graft and an additional surrounding graft placed by the surgeon at implant. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus and infection are known potential complications associated with the implantation of a vad. Based on the available information, a possible cause of the reported low flow event may be attributed, but not limited, to constriction of the outflow graft due to material between the outflow graft and the foreign graft placed during implant and/or thrombus within the outflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, medical device: model #: 1125 / catalog #: 1125 / expiration date: 31-may-2018 / lot #: 0001746688, (B)(4), device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 31-may-2013. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting abnormal vad parameters, low flows and low power. The outflow graft (ofg) had a suspected occlusion potentially related to the gore-tex sleeve surrounding the ofg that was added at implant. A computerized tomography (CT) scan with contrast showed an area of the ofg with foreign material or infected graft material that has thickened over time. An abdominal CT scan partially imaged a non-occlusive, eccentric thrombus within the vad outflow cannula. It was noted that the patient's anticoagulation medication was controlled at the time of this event. The vad was exchanged. A new ofg was implanted and the previous ofg was removed from service but remains implanted in the patient. No further patient complications have been reported as a result of this event.